Event description:
It was reported that the arctic sun device received an alarm 74 (non-recoverable system error, secondary outlet water temp sensor out of range - low resistance). Nurse had already turned the machine off and on three times. Mis explained that this device would need to go to biomed. Per work order update on 03jan2023, biomed received the device and did a calibration for the alarm 74 non-recoverable system error, secondary outlet water temp sensor out of range - low resistance). But now they were getting an alarm 81 (water check time out - difference between water temperature and reference temperature is greater than 2 degrees celsius), coming in for investigation. Per follow up information received via email on (B)(6)2023, biomed was still having calibration errors. No patient involvement. Per sample evaluation results received on (B)(6) 2023, it was reported that the initial test, preformed function checks, unit alarmed 37 (water temperature high), t1(outlet monitor temperature) and t2 (outlet control temperature) out of range. It was stated that the observed erratic flow rate. It was also stated that performed visual and inspection and determined that the ac cca card and power module have degraded due to electrical overstress and will be replaced preventatively. The l-tube and double l-tubing appeared distended or expanded however water flow was not impeded, it would be replaced preventatively. It was noted that molded tubed shows signs of damage. It was also noted that replaced tank tubing, molded tube, power inlet module and cca ca card.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was a failed processor card. The device was evaluated. The alarm 81 was confirmed. A test processor card was installed and the alarm 81 was cleared. The processor card was replaced. The device passed all applicable testing and is ready for use. The device did not meet specifications, and was influenced by the reported failure. The device was not in use on a patient. A DHR is not required as this is event not an out-of-box failure and therefore is not manufacturing related. A reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the arctic sun device received an alarm 74 (non-recoverable system error, secondary outlet water temp sensor out of range - low resistance). Nurse had already turned the machine off and on three times. Mis explained that this device would need to go to biomed. Per work order update on (B)(6) 2023, biomed received the device and did a calibration for the alarm 74 non-recoverable system error; secondary outlet water temp sensor out of range - low resistance), but now they were getting an alarm 81 (water check time out - difference between water temperature and reference temperature is greater than 2 degree celsius), coming in for investigation. Per follow up information received via email on 03-jan-2023, biomed was still having calibration errors. No patient involvement.